Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not clipping. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The surgeon was clipping a vessel and the clip applier was not working. They decided to use a backup instrument. The customer stated they were not sure on the size of the vessel.